Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low sodium (na) results generated by the unicel® dxc 800 pro synchron® clinical systems for several patients.actual results were not supplied.the results were not reported out of the lab. There was no affect to patient treatment.

Manufacturer narrative:
Calibration is performed every 8 hours.a field service engineer (fse) was dispatched: a) the fse replaced multiple hardware components and cleaned the flowcell. B) the fse decontaminated the ise system and performed preventive maintenance (pm). C) the fse conducted performance testing.a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.